Manufacturer narrative:
The syncardia 70 cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70 cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. The tah-t was explanted but not returned to syncardia for evaluation. A definitive root cause cannot be conclusively determined. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4) initial.

Event description:
Review of intermacs q1 2016 de-identified data provided to syncardia revealed that a patient implanted in (B)(6) 2016 expired one month later in the hospital. The cause of death was listed as device malfunction and/or thrombosis. Provided data state that thrombus was confirmed in the right atrium through pulmonary artery graft. Support was withdrawn.